Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that due to reoccurring incontinence from a fluid leak in tubing the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. No further complications were reported in relation to this event. Should additional information be received a supplemental report will be submitted.